Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when tacking the mesh into the abdominal wall in a laparoscopic ventral hernia, there was a lot of difficulty loading the three devices. The difficulty resulted in tacks not firing smoothly. Some of the tacks had crunching sound when firing. Some tacks did not penetrate the mesh. Additional devices were opened to tack in the mesh and finish the case. The technicians had a lot of difficulty unloading and loading the devices. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the timing was disengaged. Two 8dpt device loading units (dlus) with proper timing and the shipping wedge attached were received. One 5dpt dlus with proper timing and the shipping wedge attached was received. One partially applied 8dpt dlu with disrupted timing and a tack protruding was received. Microscopic inspection noted scratches on the inner tube of all the dlus. A functional evaluation found that the articulation knob functioned properly. The returned 8dpt dlu attached could be loaded onto the returned device due to the disrupted timing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the single use loading unit (sulu), indicated by the scratches on the inner tube of the dlu. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.